Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: computer 9735764 nav with pcoip s8 svc, lot/serial: unknown. A medtronic representative went to the site to perform a system checkout. The hard drive was replaced, however, the issue still persists. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system is becoming unresponsive and getting hung up frequently. The hdd (hard disk drive) was replaced and the issue persists. The probably cause of the issue is that the computer needs to be replaced.